Event description:
It was reported that there was an over infusion of precedex. The precedex was intended to infuse at a rate of 8.4ml/ hour with a volume to be infused of 100ml. The total bag volume was 400ml. The precedex bad was hung at 0016 and noted to be empty 0115. The clinician indicated the pump was powered off at the time. There was patient involvement and no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a,b,c,d,g codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of precedex. The precedex was intended to infuse at a rate of 8.4ml/ hour with a volume to be infused of 100ml. The total bag volume was 400ml. The precedex bad was hung at 0016 and noted to be empty 0115. The clinician indicated the pump was powered off at the time. There was patient involvement and no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.